Manufacturer narrative:
Concomitant medical products: 419688, implanted: (B)(6) 2013; 407652, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) coil impedance. An svc coil fracture was suspected. The rv lead was reprogrammed to pace/sense only and currently remains in use. No patient complications have been reported as a result of this event.